Event description:
It was reported that the screws stripped during the procedure.

Manufacturer narrative:
Visual analysis, functional analysis, device history review, complaint history review, risk assessment. The screw was not confirmed to have any securing mechanism deformation per the functional testing where the polyaxial screw was confirmed to be able to be firmly attached to a polyaxial screwdriver. Manufacturing records for this product were reviewed and no incidents were found. The stryker rep reported that the pa screwdriver was locked on the screw as instructed in the stg. When the locking screwdriver is firmly locked to the screw, there is no movement of the pa screw on the tip. The stg also states that "there is an optional outer sleeve that may be used on the polyaxial screwdriver. This sleeve allows you to hold the shaft of the polyaxial screwdriver for better stabilization without having the polyaxial screw disengage from the polyaxial screwdriver. The sleeve can be placed on the polyaxial screwdriver by holding in the button while sliding the sleeve over the shaft" visual and functional tests performed did not confirm the event, so no product problem was found. The probable root causes are not using the optional sleeve for the polyaxial screwdriver and/or not having the screw firmly attached to the screwdriver.

Event description:
It was reported that the screws stripped during the procedure.